Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08730 inches. Moisture damage was found on the electronic assembly, motor, and force sensor during visual inspection. No moisture damage found on the keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call blank display anomaly on the insulin pump. Customer¿s blood glucose level was 300 mg/dl. Troubleshooting for blank display was performed. Customer advised they changed the battery, however the insulin pump remained blank. Customer advised they have had issues with blank display in the past. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.